Event description:
It was reported that the device had potential premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data collected from the device was analyzed, and revealed that the device battery voltage had battery depletion indicated/eri (elective replacement indicator) and a patient alert for low battery voltage was on (B)(6) 2011. Time of rrt (recommended replacement time) in save to disk on (B)(6) 2011, device rrt less than equal 2.62 volts. Weekly battery voltage trend data shows min battery equal to 2.64 to 2.62 volts minimum between (B)(6) 2011 and (B)(6) 2011. The device was also returned, analyzed and analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.